Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that survey respondent mentioned symptomatic urinary tract infection, pain, catheter blockage and accidental removal when they were asked of the complications while using the biocath hydrogel coated foley catheter. It was unknown what medical intervention was provided.

Event description:
It was reported that survey respondent mentioned symptomatic urinary tract infection, pain, catheter blockage and accidental removal when they were asked of the complications while using the biocath hydrogel coated foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.